Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found to be moved from the original position. A revision of the lv lead was performed. The original lv lead was removed and the physician chose to implant a new one. There were no negative concerns/comments related to the explanted lv lead. The physician felt more comfortable implanting a new lead. No additional adverse patient effects were reported.